Event description:
Case description: this spontaneous report was received from a colombian physician and concerns a 62-year-old female patient. She was injected subdermally with radiesse into the face, for rejuvenation, on (B)(6) 2025. Batch number was reported as a00220170 (expiry date: 19-aug-2027). The batch record review was received and the lot number for radiesse was confirmed as a00220170 (expiry date: 19-aug-2027). A lot search in the global safety database was conducted. A retrograde threading was performed. She was concomitantly injected with xeomin into the upper third, in november 2025. The patient was previously injected with radiesse and hyaluronic acid, in 2023. The patient was also previously injected subdermally with radiesse in a retrograde threading, behind the ligament line, in november 2024, and with xeomin into the upper third, in november 2024. She had no complications after previous aesthetic procedures. The patient's medical history included dyslipidemia. Concomitant medications included citragel, macucaps, omega 3, collagen, and protein. She had no known allergies. Product or device defects were reported as none. In march 2026 (reported as 2 months prior to the time of this report), after the radiesse injection, the patient experienced a subdermal cyst on her face. On (B)(6) 2026, the patient reported a palpable nodule. In 2026, the patient experienced a suspected soft tissue infection. On (B)(6) 2026, she experienced heat, flushing, redness/erythema, inflammation, sensation of hardness and pain, that moved over the wound. No dental procedures were performed. The nodule was initially managed with massage. On (B)(6) 2026, massage was stopped and ciprofloxacin 500 mg every 12 hours started. On (B)(6) 2026, a dermatology evaluation was performed. In may-2026 (ambiguously reported as on (B)(6) 2026 an ultrasound examination of the soft tissues was performed using a linear transducer of 10¿5 mhz. In the right inguinal region, there was an increase in the thickness and echogenicity of the skin and subcutaneous cellular tissue. Additionally, a poorly defined hypoechoic image measuring 11.2 mm was observed, located 4.2 mm below the skin. Image was consistent with a subdermal cyst. Treatment was changed to trimethoprim-sulfamethoxazole and corticosteroid initiated. At the time of this report, the patient was under the treatment, with persistent inflammatory signs, and it was day 2 of antibiotic treatment. An abscess was to be ruled out. The outcome of the events was reported as resolving. In the opinion of the reporter, the events were related to radiesse, classified as serious by the reporter. Corrective treatment of antibiotic and corticosteroid management was to prevent permanent damage and it was under evaluation if a permanent damage is possible depending on clinical progression. Follow-up information was received on 28-may-2026: there were no product failure or device deficiencies during treatment. Upon presentation of redness and warmth on (B)(6) 2026, massage was discontinued. It was confirmed that an ultrasound was performed on (B)(6) 2026. At the time of the report, the patient was under treatment, still presented inflammatory signs, and was on day 2 of antibiotic therapy. As indicated by the treating physician, the patient was under antibiotic and corticosteroid treatment. The outcome of the events remained unchanged. Follow up information was received on 02-jun-2026: the location of the cyst corresponded to the previously treated area. It was not necessary to rule out the presence of an abscess as it was concluded that the findings did not correspond to an abscess. The outcome of the events remained unchanged.

Manufacturer narrative:
Assessment and investigation by merz: the batch record review for radiesse, lot: a00220170, contains corrective/preventative actions (CAPA) related to this lot. Reference: (B)(4). During the batch record review, it was determined that this CAPA did not contribute to the reported complaint because it was determined that this CAPA did not contribute to this reported complaint issue as they did not impact final product quality. A lot search in the global safety database was conducted on the reported lot and no additional cases were noted. A review of trending for radiesse did not identify any trends (q4-2025 radiesse product family trending reports, (B)(4), 11-may-2026); however, no negative impact to the benefit-risk profile was observed, indicating no systemic product quality issue this case was assessed as serious as corrective treatment of antibiotic and corticosteroid management was to prevent permanent damage and the physician classified the event as serious. The events occurred about 4 months after treatment which is a long latency but still possible. The exact injection site as well as event localization in the face were not further specified so that a local relationship can only be assumed. Injection site infection (serious) is expected whereas injection site cyst (serious) and injection site induration (non-serious) are unexpected based on the colombian instructions for use (IFU) of radiesse. According to the IFU, as with all transcutaneous procedures, radiesse injection carries a risk of infection and standard precautions associated with injectable material should be followed. In this case, infection was suspected together with a subdermal cyst as ultrasound finding, however, final confirmation of infection is pending. The reported heat, flushing, pain, nodule, redness, inflammation, wound and nodule are considered as symptoms of the infection or cyst. In this case, strong confounding factor includes the simultaneous injection with xeomin, however, a contributory role of the treatment with radiesse cannot be ruled out. Based on the information provided, causality for the events is assessed as possibly related to the treatment with radiesse, however there is no indication that a product-related issue contributed to the events. This case is assessed as serious with the serious events injection site cyst and injection site infection because treatment was deemed necessary to prevent a permanent damage. Merz causality re-assessment after receipt of follow-up information on 28-may-2026: the reported events of redness, armth and inflammation are still not coded as they were considered as a consequence of the suspected infection. Based on the information provided, causality for the previously assessed events remains unchanged as possibly related to the treatment with radiesse, however there is no indication that a product-related issue contributed to the events. This case remains as serious with the serious events injection site cyst and injection site infection because treatment was deemed necessary to prevent a permanent damage. Merz causality re-assessment after follow up information was received on 02-jun-2026: based on the information provided, the event injection site cyst occurred in compatible local relationship. Based on the information provided, causality for the previously reported events remains unchanged as possibly related to the treatment with radiesse, however there is no indication that a product-related issue contributed to the events. This case remains as serious with the serious events injection site cyst and injection site infection because treatment was deemed necessary to prevent a permanent damage.